Event description:
During preparation for a case while a patient was on the table a penumbra neuron max was found to have a piece missing from the distal tip of the catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.